Event description:
It was reported by the affiliate that during a laparoscopic gastrectomy procedure, some clips ejected at the same time. Another device was used to complete the procedure. No adverse consequences reported. Additional information: "2 or 3 clips were ejected and dropped into the patient's body during use, but all of them were retrieved by the forceps without any difficulty so that no clips were remained in the patient's body."

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated; but unavailable at this time.